Event description:
This rv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on 03/28/2018 stating that this has captured noise. This lead was programmed from unipolar pace to bipolar sense. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).